Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) was meeting with patient (pt) who has an overdischarged implantable neurostimulator (ins). Pt has been overdischarged for about 4-5 months. Technical services reviewed physician mode recharge steps to use recharger to address overdischarge. Technical services sent a160 manual to caller. Rep called back to review that he tried to interrogate the ins w/ his tablet but it indicated that the ins charge level was too low. Technical services reviewed continuing charging the ins with recharger for longer period of time until they can interrogate the ins and clear the power on reset condition. Recharger is pulsing green so they are doing normal charging now.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the over discharge was determined to be that the patient forgetting to charge their device for 5 months. Rep met with this patient, got the battery out of over discharge, and re-educated the patient and caregiver on how to properly charge their device. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.